Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of insulin pump were unresponsive and sometimes hard to press. The customer¿s blood glucose level was unknown. Customer stated that insulin pump received motor error and was cleared after reboot, cracks and scratches on insulin pump. Customer also stated that insulin pump received random no delivery alarms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with cracked lcd display window noted. The test reservoir p-cap was able to lock in place. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test and all operating currents tested within the specification no charge/battery anomaly were noted. Device passed rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test, no motor error alarm or unexpected no delivery alarm during testing noted. The motor was tested outside the unit and passed. (B)(4).